Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024 , it was reported by the patient that three infusion set cannula was dislodged due to which hyperglycemia occurs after 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 435 mg/dl and treated by correction injection via mdi. Event was occurred on (B)(6) 2024 . Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).